Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully completed reset with no recurrence of malfunction code, and was advised to continue using pump and call back if issue recurred.